Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislodgement could not be conclusively determined. (B)(4).

Event description:
During a follow up, the left ventricular lead was found to be dislodged. The lead was explanted and replaced and the patient condition was good.